Manufacturer narrative:
Insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump had physical damage. The compartment where the reservoir in the o-ring was broken which leads the reversoir to fall out. There are pieces of plastic that have broken off around the top of the reservoir compartment. The customer's blood glucose was 150 mg/dl. Advised the customer to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.